Manufacturer narrative:
Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker evaluated the customer's device and observed that the device powered off unexpectedly. The customer has been provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that their device powered off unexpectedly. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that their device powered off unexpectedly. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) further evaluated the device and observed that the cause of the reported issue was due to physically damaged flex charge pak and switch. The device was archived by stryker.